Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 5.1 mmol/l. The customer rewound the insulin pump in order to clear the alarm, but the insulin pump would not respond to button presses. The customer changed the batteries, and then the buttons started to respond again. The customer was advised that the insulin pump need to be replaced. The customer was advised to revert to a back-up plan. The customer agreed to return the product for analysis.

Manufacturer narrative:
No unexpected motor error alarms were noted. The pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The motor was tested outside of the unit and it passed. The pump had intermittent button response on the act button due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, a scratches on the reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.